Event description:
It was reported that a 52-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with her left implant as she stated she did not like the size. After an in-office consultation with a medical professional, she decided to revise her implants. As a result, she underwent bilateral removal and replacement with natrelle implants on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Two devices returned for evaluation. Both of which had the same lot number and no identifying side designations. As such, both devices were inspected. On september 26, 2022, mentor completed evaluations on the returned devices. The devices are designated as device a and b and their evaluations are as follows: device a evaluation: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Device b evaluation: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).